Manufacturer narrative:
Additional information: two thv valves expanded within the native valve were returned to edwards lifesciences for evaluation. The thv valves were sent to the pathology lab for further analysis. The investigation is ongoing.

Manufacturer narrative:
Cine and echo images were submitted to edwards for review. The following observations/impressions were made (tee (B)(4) 2014): the patient had severe aortic valve calcification, severe aortic root calcification, and no porcelain aorta. The annulus measurement was equivalent to the stj measurement. There was no outflow or inflow obstruction and the patient had mild septal hypertrophy. (Cine (B)(4) 2014): the cine demonstrated an unremarkable valve-in-valve with a 26mm sapien into a 26mm sapien valve. (Tee (B)(4) 2012): the tee demonstrated high velocity turbulence across the sapien valve during systole. Impressions: post procedure elevated mean pressure gradient across the sapien valve may be due to sub-valvular obstruction vs. Prosthetic valve stenosis secondary to structural valve deterioration (svd). Review of tee from (B)(4) 2014 (implant) demonstrated mild septal hypertrophy, which is inconsistent with sub-valvular obstruction. Moreover, the diameter of the stj was equivalent to the diameter of the anatomic annulus. There was no evidence of impingement of the prosthetic valve leaflets by native tissue, as this is customarily associated with ar. Known risk factors for svd include young age, htn, dm, smoking, hypercholesterolemia, renal failure, poor lv function, lv hypertrophy, and small prosthetic valve size. In this case, the patient has several risk factors for svd including diabetes, chronic renal insufficiency, and htn. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that approximately 3 months post implantation of a 26 mm sapien valve, the patient was re-admitted to the hospital with a gradient of 112 mmhg. The valve was evaluated via echocardiogram (tee) which showed the leaflets looked very thick and were not opening properly, which was interpreted as being severely stenosed. The decision was made to balloon the patient first within the following week but have tavr as an immediate back up. Within six days the patient returned to the cath lab and underwent a transfemoral cutdown of the left femoral artery. The gradient across the valve measured approximately 100 mmhg. The bav was performed with a loma vista balloon; the dilation was followed by some transient st depression. The second 26 mm sapien valve was advanced across the first valve and was positioned slightly more aortic than the first valve to ensure adequate coverage of the outflow. The valve was successfully implanted within the first valve. A follow up tee showed some initial central ai, which resolved after the pigtail catheter was removed. The 24f sheath was successfully removed and the surgical site was closed. The patient was transported to the ICU in stable condition. The stenosis was believed to have been caused by the geometry of the valve (appeared to be slightly more narrowed at the outflow compared to the inflow), which was believed to have led to excess flow disturbance.

Manufacturer narrative:
The sapien valve was returned to edwards for evaluation. The valve was imbedded between patient tissue and another sapien valve. During visual inspection, assessment of the first implanted sapien valve limited due to the patient tissue and the second sapien valve. Therefore, the visual inspection was primarily conducted on the second valve and x-ray radiography of the returned valves. Axial outflow view of the explants revealed the second sapien valve was in a slightly canted position when compared to the first sapien valve. No appreciable host tissue or thrombotic materials were evident on the surfaces of the valves. Close up on the outflow view of the explants revealed commissure 1 of the second sapien was deployed slightly lower than the commissure of the first valve. Axial inflow view of the explants revealed the second implant appeared to be grossly circular. No appreciable host tissue growth/deposit was evident on the inflow surface of the second sapien leaflets. No calcification was present in either sapien leaflets and both frames appeared to be intact with no fractures. Calcification in the native aortic leaflets and annulus/aorta was depicted by x-ray radiography. The diameter of the second sapien from outflow side was measured to be approximately 21.2mm and the inflow side was measured to be approximately 23.5mm. Due to the returned condition of the device (valve expanded within the first implanted valve), functional/dimensional testing could not be performed on the initial implanted valve. The complaint could not be confirmed. It should be noted that during manufacturing, all valves are 100% visually inspected under 8x magnification for defects and 100% tested for coaptation prior to termination per els9093. These inspections during manufacturing make it highly unlikely a manufacturing abnormality contributed to the observed abnormality. In this case, due to condition of the valve (second sapien valve deployed within first sapien valve) the condition of the initially deployed valve could not be evaluated. However, the patient had several pre-existing risk factors for svd including diabetes, chronic renal insufficiency, and htn.

Manufacturer narrative:
Investigation is ongoing.